Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer reported that when reservoir was being filled, there were no air bubbles, but air bubbles would accumulate later. Customer reported that after leaving reservoir on the counter overnight, air bubbles disappeared. Customer's blood glucose was 400 mg/dl. During troubleshooting, there were no leaks with using the tubing clamp. After troubleshooting, customer was advised to return infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.